Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was watching television with an overstretched arm. The patient was brought for evaluations and the noise was reproducible in primary and secondary vector configurations. The system was then reprogrammed to alternate. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was watching television with an overstretched arm. The patient was brought for evaluations and the noise was reproducible in primary and secondary vector configurations. The system was then reprogrammed to alternate. This s-ICD remains in service and no additional adverse patient effects were reported.